Manufacturer narrative:
Initial report from customer did not include details of the alleged incident including device lot number(s). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital contacted the manufacturer via the customer service website link that their facility has encountered multiple incidents with the vacuum relief valve over the last few months. The comments section of the form did not give any other specifics other than there were "6 vrv-ii valve failures within the past 2 months" and it gave the surgeon's phone number. There was no device lot information, patient information/complications, or other details provided. Multiple attempts to contact both the hospital and the physician have been unsuccessful. It is unknown if any devices will be returning for analysis. Reference manufacturer reports: 1649914-2015-00032 through 1649914-2015-00037 to capture the quantity of six.